Manufacturer narrative:
Intuitive surgical, inc. (Isi) will not be receiving the monopolar curved scissors (mcs) tip cover accessory as it was discarded by the site. A follow-up MDR will be submitted if additional information is received. Information for the mcs tip cover accessory does not get captured in the logs, so no log reviews were available. A review of the site's complaint history does not show any additional complaints for this product. No image or video for the event was available for review. This complaint is being reported due to the following conclusion: it was alleged that during a unilateral inguinal hernia procedure the mcs tip cover accessory came off of the mcs instrument and fell inside the patient. The customer was able to retrieve the mcs tip cover accessory during the same procedure.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, while trying to remove the monopolar curved scissors (mcs) instrument, the surgeon felt resistance. The instrument was repositioned, but the instrument kept hitting the trocar. During the process, the mcs tip cover accessory fell into the patient. The mcs instrument was finally removed and the mcs tip cover accessory was retrieved during the same procedure. The mcs instrument came out bent and was no longer valid for use. The procedure was completed as planned with no reported injury. On 07-feb-2022, intuitive surgical, inc. (Isi) obtained additional information from the robotics coordinator. Both the mcs instrument and the mcs tip cover accessory were inspected prior to use and nothing was out of the ordinary. The mcs tip cover accessory was retrieved in the same procedure by a laparoscopic grasper. The surgeon did not notice any functionality issues with the mcs instrument during the procedure. A reduce was used and the wrist of the instrument was straightened. The only damage the staff noticed after the event occurred was the mcs instrument was slightly bent when removed. She is estimating the instrument was used less than 15 minutes when the issue occurred. The mcs tip cover accessory was installed properly. There was no orange surface showing after the mcs tip cover accessory was installed and it was not installed beyond the orange surface. They did use the installation tool. No lubricant was used to install the mcs tip cover accessory. The procedure was completed robotically. The mcs tip cover accessory was already discarded and will not be returned back to isi.